Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), this large patient was failing in all vectors. It was noted this electrode could not be moved as this patient was too large and the electrode would not be long enough. Alternate vector was chosen at that time. The following day this patient received an inappropriate shock due to myopotential oversensing. This electrode was explanted and this patient received a transvenous device system, which remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), this large patient was failing in all vectors. It was noted this electrode could not be moved as this patient was too large and the electrode would not be long enough. Alternate vector was chosen at that time. The following day this patient received an inappropriate shock due to myopotential oversensing. This electrode was explanted and this patient received a transvenous device system, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.